Event description:
Medtronic received information that unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11e. Retainer ring = black. On 7/20/2021 the customer alleged the pump alarmed a low battery alert prior to the replace battery alert. Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. However, unit received with corroded battery tube. The unit p-cap / test reservoir locks in place properly. In summary, customer allegation of power loss alarm was not confirmed. However, unit received with corroded battery tube assembly.